Event description:
It is reported that the patient has a motor error on their insulin pump. Patient's blood glucose level is 256mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support. Unable to perform occlusion test, prime test and excessive no delivery test due to a33 alarms or confirm the motor error alarm due to a33 alarms. The motor was tested outside of the device and passed. All operating currents are within specification. The insulin pump passed displacement test, self-test, off no power test, a21 error test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot on the reservoir tube side, cracked battery tube threads, cracked display window, scratched reservoir tube window and stained end cap sticker. The insulin pump was missing drive support sticker.